Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported recurrent mr was due to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. One clip was implanted successfully and the mr was reduced to grade 1. On (B)(6) 2022 an slda of the previously implanted clip was found on echo. On (B)(6) 2023 a secondary mitraclip procedure was performed to treat the recurrent mr grade 4 due to the previously implanted clip detaching from the posterior leaflet. In the treating physician's opinion, the slda was due to there not being sufficient leaflet grasping performed during the index procedure. An additional clip was implanted to stabilize the slda clip. The procedure was then concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.